Manufacturer narrative:
Unable to prime insulin pump during the prime test due to a flush/loose drive support disk. Unable to perform the occlusion test due to the prime anomaly. Cracks to the battery tube threads, reservoir tube, reservoir tube lip, scratched lcd window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed while priming and insulin squirted out during the manual prime process. The caller stated that lately her blood glucose has been down to 46mg/dl. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.